Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2015 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures

Event description:
It was reported that the device received error code 800.8000. There was no patient involvement.